Manufacturer narrative:
(B)(4). The actual device was not received. However, 36 companion samples were received. A batch review was conducted for each lot received and there were no deviations found related to this reported condition during the manufacture of these lots. Visual and functional tests were performed on all samples. These testing methods were unable to verify the reported condition, as the devices all functioned within the desired product specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a crack was observed in a minicap. The crack was observed before use of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.